Event description:
Provided lot number 1142022 could not be associated with any known intima-ii product lines in company database. Provided material number was similarly not associated with any intima-ii products.

Manufacturer narrative:
A complaint history review cannot be performed as no material and batch/lot number was provided. A device history record(DHR) review could not be performed as no material and batch/lot number was made available for this reported event. A retain sample analysis review could not be performed as no batch/lot number was made available for this reported event. A review of the applicable risk documentation indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. Root cause couldn't be determined due to unavailability of sample, material and batch/lot number information. H3 other text : see narrative.

Event description:
It was reported that unknown bd adapter/connector was defective/damaged the following information was provided by the initial reporter: on (B)(6) 2023, leakage occurred during the patient's infusion, and then it was discovered that there was a crack in the heparin cap of the indwelling needle, and the patient was immediately replaced with a new closed intravenous indwelling needle.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.